Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/17/2024, it was reported by a sales representative via email that a patient experienced a deep sternum wound infection post-operative. The sales representative reported that the patient's sternums were approximated with fibertape, and the patient had comorbidities, which put the patient at high risk for infection. It was reported that the patient is a brittle diabetic. The patient went to the office with a hemoglobin a1c around nine or ten. The patient had an abscess on the back of the tongue and was transferred to another medical center to have it drained. Shortly after the procedure, the surgeon performed a coronary artery bypass grafting procedure, and the patient ended up with a deep sternum wound infection. No additional information was reported.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.